Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported embolism could not be conclusively determined. Per the IFU, air embolism is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, an air embolism occurred. Following transseptal puncture, st elevations were noted on ECG when the ablation catheter was inserted into the left atrium. An angiogram and computed tomography confirmed the embolism.